Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. No button error alarms noted. It was also received with corroded button keypad traces. It had a cracked case at display window corners and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 213 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.